Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was found bent upon removal from the device packaging. The tip was straightened, and the lead was implanted without further issue.